Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to manufacture report 3004209178-2015-86290.

Event description:
It was reported that the customer was hospitalized end september and mid october due to high blood glucose. Customer's blood glucose was 700's customer symptoms were nauseated and dizziness. Customer had diabetic ketoacidosis and was wearing the insulin pump at the time of hospitalization. Customer also stated that she had ketones. Customer stated that brand battery cap did not work and healthcare provider advised her to get a new insulin pump. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.